Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded for review. A review of the log file shows events spanning approximately 8 days (intermittently from (B)(6) 2000 ¿ (B)(6) 2000, (B)(6) 2019 per timestamp). The events captured between (B)(6) 2000 -(B)(6) 2000 were captured when the clock was not properly set and therefore, the exact dates and times of the events were unable to be accurately recorded. There were no alarms relating to the reported event of backup battery faults active in the log file. The controller underwent functional and preliminary testing and passed; however, during burn in testing, the controller displayed backup battery faults. A log file was downloaded from the controller in the labs at abbott for review. A review of the log file showed events spanning approximately 4 days ((B)(6) 2000, (B)(6) 2021-(B)(6) 2021 per timestamp). The events captured on (B)(6) 2000 were recorded when the clock was not set, therefore the exact date and times of the events were unable to be accurately recorded. On (B)(6) 2000 and (B)(6) 2021¿ (B)(6) 2021, backup batter circuit fault alarms were intermittently recorded. The events recorded on or after (B)(6) 2021 were recorded during testing in the labs at abbott. The back panel of the controller was removed in order to inspect the condition of the wire connections and the connection from the controller to the backup battery. Upon visual inspection, the female header was dislodged from the socket and the wire guard on the main pcb was damaged. The female header was inspected, and wires were found to be dislodged from the header. The wires were fully inserted into the female header and was then securely connected to the male connector. The backup battery was again connected to the controller and the controller connected to the mock loop. The controller was able to operate the mock loop as intended. All alarms were cleared. The root cause of the reported events of backup battery fault alarms were determined to be a dislodged connection of the wires to the main pcb of the controller. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 05feb2020. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of backup battery faults with multiple system controller exchanges were reported under manufacturer report numbers 2916596-2021-00377 and 2916596-2021-00035. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number for the first noted system controller exchange: 2916596-2021-04419. It was reported that the patient experienced a yellow wrench alarm associated with a backup battery fault on (B)(6) 2021 and the backup battery was to be replaced. On (B)(6) 2021 at 14:00 the patient experienced another backup battery fault while on battery power and exchanged the backup battery again. Several hours later the patient experienced another backup battery fault alarm, now having happened on batteries and the mobile power unit (mpu). A log file analysis captured a backup battery fault on (B)(6) 2021 due to the backup battery failing several tests. Technical services suggested to upgrade the system controllers software to address the issue. The patient's system controller was exchanged multiple times.